Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation an electrical problem was identified. There was no product deficiency found. Customer replaced ac power cable to the ups. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Abbott field service specialist (fss) visited the account and noticed ups ac power cord had bad connection and discolored connector where it goes into the ups. Discoloration could have been as a result of overheating. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported uninterruptible power supply (ups) beeping. Customer silenced the ups by resetting the power on it and connected laser system directly to the wall plug for one inlay procedure. During visit of abbott field service specialist (fss) he noticed discoloration on one side of the connector of the ac power cord that could have been as a result of overheating.